Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the reservoir compartment had fluid. The customer was removing reservoir from insulin pump, because of high blood glucose and noticed fluid in the pump. The customer changed the set multiple times and still continued with high blood glucose. The customer's blood glucose was 340mg/dl. When the customer removed the reservoir the insulin squirted out. Customer stated the esc button was hard to press, customer declined troubleshooting. Advised the customer to monitor the insulin pump and call back if she continues to have this issue.